Event description:
It was reported that following trial lead implant on (B)(6) 2024, the patient could not move their right leg. On (B)(6) 2024 the trial lead was explanted. The patient's symptoms resolved after explant.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.